Event description:
Reported as "persistent purge failure alarms". It was reported that, "[the clinician] stated the pump had been working well all shift and then she had a purge failure alarm 'out of the blue'. She had already checked the helium supply, confirmed trigger and connections prior to calling the hotline. I had her attempt to start pumping and once again, you could hear the pump attempt to start but a purge failure alarm occurred. I asked the [clinician] to turn the power off and back on. When she did, the getting started menu appeared, and she got all the green check marks, but once again, a purge failure alarm appeared. I asked if she had another console to switch it out with. She had to go downstairs to the ccl to get one. I gave her my direct number to call. At 515 cst she called me back. They had exchanged the console and it is working. I was able to help her with the fos map cal and everything was working well. The console will be sent to biomed for service." No report of patient harm or injury. Patient condition is reported as "critical" prior to initiation of iabp therapy.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alarm" is confirmed. The field service agent found blood in the system and likely caused the alarm. No part or recorder strip was returned to teleflex chelmsford for investigation. As a result, the field service agent replaced all the contaminated parts. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood backup into the pump. The cause of the blood entering the pump is a balloon rupture; however, the root cause of the rupture is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent purge failure alarms". It was reported that, "[the clinician] stated the pump had been working well all shift and then she had a purge failure alarm 'out of the blue'. She had already checked the helium supply, confirmed trigger and connections prior to calling the hotline. I had her attempt to start pumping and once again, you could hear the pump attempt to start but a purge failure alarm occurred. I asked the [clinician] to turn the power off and back on. When she did, the getting started menu appeared, and she got all the green check marks, but once again, a purge failure alarm appeared. I asked if she had another console to switch it out with. She had to go downstairs to the ccl to get one. I gave her my direct number to call. At 515 cst she called me back. They had exchanged the console and it is working. I was able to help her with the fos map cal and everything was working well. The console will be sent to biomed for service." No report of patient harm or injury. Patient condition is reported as "critical" p rior to initiation of iabp therapy.